Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the programmer boots to an error.

Event description:
It was reported that an error message occurred when trying to interrogate devices. A software update had recently been completed. The service disk was attempted to fix the problem, with no success. The programmer was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that an error message occurred when trying to interrogate devices. A software update had recently been completed. The service disk was attempted to fix the problem, with no success. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.